Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2024, patient complained about infusion set fell off due to tape not sticking. Infusion set was in use for 24 hours. No further information available.